Event description:
It was reported that (2) devices were used during a low anterior resection. It was reported by the affiliate that the lcsk5 was attached to the harmonic scalpel handpiece correctly and used. It worked approximately 5 minutes and then emitted a solid tone on the generator. Another instrument was opened and used and the same thing happened. There was no consequence to the pt.